Manufacturer narrative:
The contact has alleged an unspecified adverse outcome associated with the use of the device. Specific details were not provided and as reported the patient's doctor has stated that there is nothing wrong. In follow up, the contact was unwilling to provide any additional information. Based on the limited information reported, we are unable to determine to what extent, if any, the 3dmax mesh may have caused or contributed to the "issues" experienced by the patient. Without a lot number a review of the manufacturing records is not possible. Note the date of implant is an estimate as the only information provided was the implant year. Should additional information be obtained, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in 2010 the patient underwent the repair of a right side inguinal hernia using a davol 3dmax mesh. The contact reports that the patient has experienced "issues" after having the mesh implanted. The contact could not describe the 'issues". The patient underwent a CT scan and the contact reports that the doctor stated there was nothing wrong. As reported the patient's physician will not explant the mesh and the patient sought additional treatment with other surgeons who also will not remove the mesh.